Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of dissection, as listed in the trek rapid exchange (rx) coronary dilatation catheter instructions for use (IFU) is a known patient effect. A conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2014, the patient underwent a coronary procedure. During pre-dilatation using a 2.75 x 15 mm trek dilatation catheter, a dissection occurred. No treatment was provided for the dissection and the condition resolved the same day. No additional information was provided.